Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown morphine drug (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that the patient dropped their personal therapy manager (ptm) out of their car, and it was run over by a car. She also stated that her mom was in the hospital, experiencing severe pain due to "zero medication", and needed a new ptm sent to them. They spoke to ¿sunmed¿ and paid for the replacement but was told to contact pats to see if a local representative has an ptm they can loan. The patient has a "broken back, a stroke, and is a breast cancer patient and was currently on zero narcotics.¿ the patient has morphine in their pump and mentioned the pump was "turned off." Additional information was received from a healthcare provider (hcp) stated that action/intervention was unknown, but the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID a820 product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Rfr code was updated due to new guidelines. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.